Event description:
According to the reporter the customer had a bravo capsule which failed to attach, no harm was caused to the patient and a repeat procedure was not performed. No intervention was necessary to correct an injury and nothing unusual about the patient or the procedure which led to the incident. Prior to the procedure an endoscopy was performed and the esophagus appeared to be normal. The physician has been performing the bravo procedure for more than 5 years, and was trained by a given representative. The vacuum source was a medela pump and the vacuum pressures before the procedure (with the finger and without) was 550 mmhg. No lubricant was used to facilitate capsule placement. The delivery system and the capsule will be not be returned to given. The physician is not clear to what caused the failure to attach.